Event description:
It was reported to philips that the system crashed intermittently, and the interface displayed a "please wait" prompt. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
It was to occur at the time of the event was completed as planned after the system was restarted. No harm or injury was reported to philips. A philips remote service engineer (rse) spoke with the customer who claimed that the system's live and reference monitors were black, and the system could not emit x-rays. A "05rmt-frontal ippc failed to boot up" error message also appeared. The customer attempted to restart the system again, but the problem persisted. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. It was noted that, when the customer selected a patient for acquisition or reviewed the patient image, all the module status lights blinked frequently with a "please wait" message on the data monitor. The customer also couldn¿t use images for diagnostic purposes as the image playback was not smooth. Troubleshooting and analysis of the system logfiles identified multiple data model error warnings and a "restarting gui monitor application was also found. It was determined that the image processing pc (ippc) had crashed and there was a communication error between the ippc and the host pc. The fse re-inserted the host pc to ippc network cable and reloaded the ippc operation software and applications. The fse then recreated the image store and restarted the system multiple times. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.